Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The stent was returned completely deployed. The delivery system was inspected, and no damages were noted. The stent was inspected, and no damages were noted. No damages were noted in the returned device.

Event description:
It was reported that partial stent deployment occurred. The patient underwent biliary stenting. The target lesion was located in the mildly calcified and non-tortuous vessel. A 10mm x 60mm wallflex biliary transhepatic stent was advanced for treatment and deployed the stent normally. However, it was noted that distal portion of the stent did not fully deploy, and the entire stent came out when the physician pulled the delivery catheter out. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that partial stent deployment occurred. The patient underwent biliary stenting. The target lesion was located in the mildly calcified and non-tortuous vessel. A 10mm x 60mm wallflex biliary transhepatic stent was advanced for treatment and deployed the stent normally. However, it was noted that distal portion of the stent did not fully deploy and the entire stent came out when the physician pulled the delivery catheter out. The procedure was completed with a different device. There were no patient complications reported.